Manufacturer narrative:
Device evaluated summary- as per service report, it was confirmed that the bearing was damaged and the screw thread of the handle screw was deformed. Cause for it is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of herniated disc inv olved in med (microendoscopic discectomy) procedure. It was reported that at intra-op, there was damage to the appearance of the device. Product did not come in contact with patient. There was no delay in overall procedure time.